Event description:
During a mitraclip procedure, a dissection of the transverse sinus occurred inadvertently during transseptal puncture, causing a pericardial effusion with hemodynamic instability. The mitraclip implant was aborted, the pericardial effusion was drained. Additionally, volume infusion and blood transfusion were necessary, as well as the use of amines to maintain blood pressure. Surgical intervention was also necessary for suture and stabilization of bleeding and the patient is recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported dissection and subsequent effusion remain unknown.